Manufacturer narrative:
(B)(4). Date sent 9/29/2025. D4 batch # 360d52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a sr75 reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. However, the device cannot be fired with the returned reload. The pan of reload was removed to verify the internal components and knife assembly was noted damaged one leg was broken making the reload nonfunctional. Additionally, the device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. No conclusion could be reached as to how the knife assembly became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 360d52, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during laparoscopic colectomy procedure, on the second firing of the ntlc, the stapler closed but did not fire. There were no patient consequences reported.